Manufacturer narrative:
Initial

Event description:
It was reported that a user experienced bluetooth connectivity issues in which the dexcom g7 continuous glucose monitor (cgm) sensor lost signal to the ilet, and the agent guided the user to toggle the sensor settings, restart the ilet, and allow time for pairing, with blood glucose remaining unaffected. No adverse clinical symptoms reported and no alerts or alarms. Outcomes included no injury, no medical intervention, and no hospitalization. User support included customer service troubleshooting and user education focused on device settings and reconnection steps. Investigation of this case revealed a communication interruption limited to the ilet pairing pathway, with device function otherwise intact and no sensor performance concern identified. It was concluded, based on previously established findings for similar reports, that the cause was likely a temporary bluetooth communication disruption resolved through standard reconnection procedures.